Event description:
It was reported that the ilet screen went blank and the device appeared powered off; when placed on the charger the screen briefly turned on, then off, and subsequently restarted, after which a persistent ¿restart ilet 63¿ alert was observed that was identified as a haptic chip communications error consistent with a vibration motor i2c communication malfunction. Symptoms included no reported changes in blood glucose. Outcomes included shipment of a replacement device and return of the original. Investigation included remote troubleshooting and review of device behavior and alerts. Investigation of this case revealed a device malfunction related to haptic subsystem communications consistent with a vibration motor communication failure. It was concluded, based on previously established findings for similar reports, that the cause was a component failure within the haptic communication pathway and the mainboards host chip and the flash memory chip may be faulty.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.